Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with striae of the left eye(os).the patient's comments were of hazy/little fuzzy. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2019: right eye pre-op 20/20 .25 x .00 x 0, left eye pre-op 20/20 .00 x .00 x 0.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.